Event description:
The advocate stated the customer received a blood glucose reading of 246mg/dl from the contour next link meter, and also ran tests on 3 other meters with readings of 121, 122, 123, 124, 125 and 127mg/dl. The differences between the readings fall in the "c" zone of the consensus error grid, making the differences clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for evaluation. Replacement test strips were sent to the customer.